Event description:
It was reported that right ventricular (rv) loss of capture was observed on an electrocardiogram. Upon interrogation of the patient's implanted device it was discovered the programming had changed to the unipolar configuration due to out-of-range impedance. The threshold had also increased. The device was reprogrammed to a higher output and it was planned to follow-up with the patient in a few weeks to evaluate the need for a lead revision. It was noted that the patient was not pacing dependent. The rv lead remains implanted and in service and no adverse patient effects were reported.